Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
The customer evaluated the system and replaced the 5 volt power supply, then, a ge representative evaluated the system and found 2 cables that needed to be replaced. The customer replaced the cables. The system operates as intended.